Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Image/photo review: as medical images and photos were not provided, a review could not be performed. Conclusion: medical records were provided. The medical records allege approximately one month after filter implantation, the patient was found to have multiple pulmonary emboli in branches of the right and left lung. Three days later, during removal, the filter was found to be tilted. The filter was successfully removed and a second filter was implanted. Based on the medical record review, filter tilt and pulmonary emboli post implantation can be confirmed. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Potential complications: acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Filter malposition. Filter tilt. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Medical records were received and reviewed, per records received: on (B)(6) 2010, a bard eclipse ivc filter was placed for popliteal dvt and contraindication of anticoagulation due to gi bleed and duodenal ulcers. The patient allegedly had no follow-up with his doctors after discharge and was mostly confined to bed while at home and was inactive. On (B)(6) 2010 the patient presented to the ed on (B)(6) 2010 with difficulty breathing and diarrhea. On arrival to the ed he already had respiratory arrest, breath sounds were shallow and he was verbally unresponsive. The patient was intubated for respiratory arrest and the patient went into cardiac arrest. CPR was performed and the patient regained circulation. A CT of the chest revealed multiple pulmonary emboli which caused an infarct. The patient continued to have cardiac arrests and was resuscitated each time. Heparin was initiated and IV tpa bolus was given. All efforts were initiated to resuscitate the patient and spontaneous circulation returned. The patient was transferred to ICU in critical condition with heart rate and vitals stabilized on levophed and hemodialysis was initiated. On (B)(6) 2010, a lower extremity venous duplex revealed evidence of acute occlusive thrombus in the right femoral and popliteal veins; the left leg revealed a chronic thrombus in the popliteal vein. On (B)(6) 2010, vena cavagram demonstrated the ivc to be widely patent, no filling defects were noted with flow through the ivc and both renal veins visualized. The filter was tilted but remained within the confines of the ivc. The filter was then successfully removed and replaced with a cook filter. The patient's continued recovery was uneventful and the patient was hemodynamically stable at date of discharge which was approximately (B)(6) 2010. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient had a gi bleed and was hospitalized. During hospitalization, the patient developed lower extremity dvts. An ivc filter was implanted since the patient could not be anticoagulated with the present gi bleed. Approximately one month post filter deployment, the patient presented at the emergency department with shortness of breath. The patient allegedly experienced several episodes of cardiac arrest, but was revived each time. A CT angiogram revealed multiple pulmonary emboli in the lungs. The ivc filter was allegedly tilted.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Medical record review: a morbidly obese patient with generalized weakness, deconditioning for massive gastrointestinal bleed, renal failure with rhabdomyolysis, and popliteal deep vein thrombosis was admitted to the hospital. Approximately one day post hospital admission, the patient had a vena cava filter deployed. Approximately nine days post hospital admission, the patient was discharged. Approximately twenty-four days post filter deployment, the patient experienced shortness of breath and cardiac arrest and was hospitalized. A CT angiogram revealed pulmonary emboli. The patient had a venous duplex scan of the bilateral lower extremities that revealed occlusive thrombus. Approximately twenty-six days post filter deployment, the patient had an x-ray of the abdomen where the distal tip of the filter was seen tilted toward the right lateral aspect of the vena cava. Approximately one month post filter deployment, the patient was scheduled for a filter retrieval procedure. The filter was collapsed and successfully removed. Immediately after filter retrieval, a replacement vena cava filter (other manufacturer) was deployed. Investigation summary: neither the device nor images were returned. Medical records were provided. The medical records allege approximately one month after filter implantation, the patient was found to have multiple pulmonary emboli in branches of the right and left lung. Three days later, during removal, the filter was found to be tilted. The filter was successfully removed and a second filter was implanted. Based on the medical record review, filter tilt and pulmonary emboli post implantation can be confirmed. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Filter malposition: filter tilt.

Event description:
It was reported that the patient had a gi bleed and was hospitalized. During hospitalization, the patient developed lower extremity dvts. An ivc filter was implanted since the patient could not be anticoagulated with the present gi bleed. Approximately one month post filter deployment, the patient presented at the emergency department with shortness of breath. The patient allegedly experienced several episodes of cardiac arrest, but was revived each time. A CT angiogram revealed multiple pulmonary emboli in the lungs. The ivc filter was allegedly tilted. New information received: it was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and unable to be anticoagulated. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. Allegedly, the patient experienced a pulmonary embolism, cardiac arrest, and renal failure. Reportedly, the device was removed percutaneously. The current patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one month later post filter deployment, the patient experienced shortness of breath and cardiac arrest and was hospitalized. A CT angiogram revealed pulmonary emboli involving the right pulmonary artery and in branches of the right lung and left lower lobe. The patient also had a venous duplex scan of the bilateral lower extremities that revealed occlusive thrombus involving the distal right superficial femoral vein, extending to the right popliteal. In addition, there was nonocclusive thrombus involving the mid right superficial femoral vein. After two days, the patient had an x-ray of the abdomen where the vena cava filter was seen overlying the l3-l4 vertebral bodies. The distal tip was tilted toward the right lateral aspect of the vena cava which was unchanged compared to a prior CT angiogram. After one week, the patient was scheduled for a filter retrieval procedure. Due to findings on these images, there was a rising concern that the filter was ineffective. The right neck was accessed and a venogram was performed in anterior-posterior and bilateral oblique projections, which demonstrated a widely patent vena cava with no filing defects and both renal veins were visualized. The filter was seen as tilted but remained in the confines of the inferior vena cava. The filter retrieval cone was then deployed over the top of the indwelling filter. The filter was collapsed and successfully removed through the sheath. Immediately after filter retrieval, a replacement vena cava filter (other manufacturer) was deployed infra renally. Therefore, the investigation is confirmed for the alleged filter tilt. However, the investigation is inconclusive for the alleged thrombus above the filter issue. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b2, b6, b7, g3, h6 (patient). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and unable to be anticoagulated. Approximately one month post filter deployment, the patient presented at the emergency department with shortness of breath. The patient allegedly experienced several episodes of cardiac arrest, but was revived each time. A computed tomography angiogram revealed multiple pulmonary emboli in the lungs. The ivc filter was allegedly tilted. Reportedly, the device was removed percutaneously. The current patient status is unknown.